Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
(B)(6). It was reported that after a rotator cuff repair technique with regeneten kit performed on (B)(6) 2021, the patient had a rash on the shoulder but moved toward the chest. The rash started on (B)(6) 2021 and it has been resolved. The patient had a blurred vision in the right eye and will be follow up in two weeks. The patient was treated antihistamine and corticosteroid medication. The patient did not require a prolong hospitalization as a result of the adverse event.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The regeneten device was not related to the reported adverse event and will not likely cause or contribute to death or serious injury nor necessitate medical or surgical intervention. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.